Event description:
Reference number (B)(4) event occurred in romania. It was reported that patient faced adhesive issue on (B)(6) 2026. Patient experienced tape not sticking due to perspiration. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: romania. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.